Manufacturer narrative:
(B) (4). The reporter of the complaint was asked to return the product for analysis. The access port was not received by allergan with the piece of tubing that was returned for analysis. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Additional investigation with the reporter is in progress to determine if the original access port was explanted and when and if it was discarded or is available to be returned or remains implanted. This information has not been received by allergan. Allergan has received a piece of tubing; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Surgeon reported a revision surgery based on a port displacement. During this replacement surgery no problems were noted with the tubing or the port. Later, the patient did not feel the desired restriction and another surgery was scheduled to examine the device. During that surgery, the surgeon noted a small hole on the band tubing close to the stainless steel connector. Follow-up findings: the surgeon reported an access port kit and a tubing repair kit were used during the replacement surgery. Only a piece of tubing was sent back to allergan for device analysis. At this time, further investigation is in progress to clarify the reported alleged event(s) and the devices/components used to repair or replace the device. At this time, it is not clear if the original port was explanted and will be returned to allergan for product analysis.